Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a left common femoral artery was attempted using a perclose proglide device. Reportedly, during an attempt to retract the footplate using the lever, the suture broke. The foot could not be retracted and the distal sheath detached remaining in the vessel. The device and distal sheath were surgically removed. The vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. There was a significant clinical delay reported in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, a voluntary report ((B)(4)) was received containing the following information: perclose device malfunction with retained foreign body in the femoral artery with femoral artery hemorrhage. Required emergent surgical intervention to remove the foreign body, control bleeding and repair femoral artery.

Manufacturer narrative:
(B)(4) . The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported guide detachment was confirmed. The reported suture detachment was not confirmed as the sutures were not returned. In addition, returned device analysis found a cuff tab detachment. The cuff tab was not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.